Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation finding of distal end of needle bent. A visual evaluation of the returned expect pulmonary needle revealed that the sheath locking knob was dismounted from the handle when the device was received, and there were several marks on the base thread and the sheath length adjust shaft that indicate the knob worked correctly before it detached. The stylet was kinked and the working length (sheath and needle) was kinked at the distal end of the handle. The working length (sheath and needle) was also noted to be bent at the distal end of the device. During a functional evaluation, the sheath locking knob was aligned properly with the base threads and fastened. The knob could then lock and unlock the sheath adjust without any issues. The knob was fully loosened from the base, and it was noted that the knob retaining hub prevented the knob from detaching from the handle. The complaint that the sheath locking knob detached was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the right upper lobe of the lung during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath adjust locking knob stripped while they were adjusting the sheath, and the knob detached from the handle. The procedure was completed with a second expect pulmonary needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the distal end of the needle was bent; therefore, this is now an MDR reportable event.